Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump primed properly during our testing. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 75 mg/dl at the time of the incident. Customer is trying to load reservoir and is unable to because she cannot exit the load reservoir screen and insulin comes out and would not stop. Customer states they are unable to exit the "load reservoir" process. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.